Event description:
It was reported that during a cryo atrial fibrillation a pericardia I effusion was seen on the intra cardiac echo (ice) at the completion of the case. A transesophageal echocardiogram (tee) was performed to confirm. A pericardiocentesis was performed removing 250 cc of fluid. The patient was transferred to the intensive care unit (ICU) for observation and was stable at the time of the call. Additional information was received which clarified, that the physician's opinion on the cause of the adverse event was probably related to the use of the cryo sheath and that the event occurred at the end, after the procedure was completed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).